Event description:
Ous MDR. It was reported that the auto initialization was still not finished one day after the implantation. The problem could be remedied by reprogramming, except for the impedance measurement values, which were not displayed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device memory data and on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The device memory data were thoroughly analyzed. Based on the available data, it can be assumed that the clinical observation resulted from damaged memory content in the area of the lead impedance measurement, which then led to the clinical observation. An automatic correction is not possible in this area. It was reported that a re-initialization was performed successfully and that the pacemaker functions as expected. In summary, the implant was not returned for analysis. The review of the production history did not show any anomalies. The analysis of the returned device data indicates inconsistent memory content, which led to the clinical observation. The cause for the inconsistent memory content could not be determined on the basis of the available data. It cannot be ruled out that the observed behavior might have ben triggered by external influences, such as strong electromagnetic radiation.